Manufacturer narrative:
The authorized service provider (asp) determined the battery needed to be replaced. The asp replaced the battery and the issue was resolved.

Manufacturer narrative:
(B)(6).

Event description:
Three battery failures were reported. Based on the information provided, the device was not in patient use at the time of the event. There was no patient or user harm reported.